Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.